Event description:
It was reported that when using the bd pyxis¿ medstation¿ es information was not communicating from pyxis and meditech. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the information not communicating from station and meditech. A technical support specialist (tss) restarted the inbound processing service which immediately resolved the issue. Afterward, tss reviewed the logs for a potential root cause, no related error messages described in knowledge article, medstation es, configuring messaging polling interval times and message processing speed, maximum amount of processing messages reached, skipping dequeue or knowledge article, med es server messages not processing concurrent error. It was noted that a third-party antivirus may have interfered with the service. Since the service stopped processing while still showing as started and without generating errors, the most likely explanation was that a process within the service stalled or crashed unexpectedly. The system functioned as intended after the technical support specialist troubleshot the device.